Manufacturer narrative:
5/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was attributed to an internal component which failed to release preventing the subject device from advacing clips.

Event description:
During a laparoscopic cholecystectomy procedure, the clips did not advance. The surgeon applied another device to complete the procedure without pt injury.